Manufacturer narrative:
Although requested, no pt info was provided.

Event description:
During pt use, a 'backup battery low' alarm occurred when the ac cable was removed. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.